Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when the nurse performed pulse flushing of the device prior to puncture, fluid was found to be leaking from the butterfly section of the tubing of the implanted port cannula, and it was replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking needle is confirmed; however, the exact cause is unknown. One photograph of a 20 g powerloc infusion set was returned for evaluation. An initial visual observation of the photograph showed a droplet of fluid between the wings of the needle housing. The safety mechanism was observed to be engaged over the needle. No other damage to the sample was observed in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.